Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when a nurse was going through the parts included in the acrobat I stabilizer package and preparing the device for the surgery, she found that one of the black parts (plastic? Or rubber made) on the left side of blade (the left suture holder) was missing. There was no part found in the package. Replaced with another device and finished the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The left side and the right side standard blades were returned. A visual inspection was conducted. There were no defects or any non-conformities with the right side of the blade. Upon observation the very first retainer suture on the left blade on the proximal end was missing. The suture was not returned. No other visual defects were observed for the left blade. Based the returned condition of the device and results of the investigation the reported failure "component missing" was confirmed. A certificate of conformance was reviewed for the assembly, suture holder-foam. The vendor certifies that the product lot meets and conforms to the specifications and requirements applicable.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when a nurse was going through the parts included in the acrobat I stabilizer package and preparing the device for the surgery, she found that one of the black parts (plastic? Or rubber made) on the left side of blade (the left suture holder) was missing. There was no part found in the package. Replaced with another device and finished the procedure. The hospital did not report any patient effects.